Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period error alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer was able to clear the alarm successfully and stated that the insulin pump rewind was not completed. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Retainer ring= black case type = ngp customer complained on october 10, 2022 the device alarmed motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period.. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. No motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. Alarms noted during test. Verified in the device history download the device alarmed motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. On (B)(6) 2022 at time 09:46:00.000. Device was cut open to perform visual inspection and found physical damage on the electric board , force sensor, and motor. The following were noted during visual inspection: pillowing keypad overlay. Confirmed the device alarmed, motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period.in the device downloaded history. Moisture found on electric board 1, 2, force sensor, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.